Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringe vet 3ml s/t w/ndl 22x3/4 rb had issues with the needles separating from the syringes. The following information was provided by the initial reporter: "doctor opened one box of the set of 4 and reports that the needles won¿t stay on the syringes."

Manufacturer narrative:
H6: investigation summary : four boxes with a total of six-hundred and three 3ml syringes with needle (p/n 305663) were received. Both the syringes and needles were tested against iso 594 gauges for proper taper to ensure a proper could occur between components. The syringe and needle tapers were all found to be within specification. It is recommended to the customer that prior to using the syringes that they ensure the needle is snug on the syringe. As it is possible that transportation, storage conditions after leaving the plant, and material handling can contribute to potential issues with the needle staying on after packaging. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 syringe vet 3ml s/t w/ndl 22x3/4 rb had issues with the needles separating from the syringes. The following information was provided by the initial reporter: "doctor opened one box of the set of 4 and reports that the needles won¿t stay on the syringes."